Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges. The cartridge o-ring was missing; the customer confirmed the o-ring was not located on the pneumatic tap. Customer's blood glucose was 162 mg/dl. Customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was cartridge change error was verified, however, the reported cartridge damage could not be verified as the used cartridge was not returned for investigation.